Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Testing was able to reproduce the customer's complaint of a "check clutch" alarm. Visual inspection revealed worn clutch halves. The clutch halves were replaced. After repair and recalibration, the device was found to pass all delivery, accuracy functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.